Manufacturer narrative:
(B)(4). Concomitant medical products: 650-0661 delta ceramic head 2017121399 010000857 g7 liner 6283870 unknown cup unknown part and lot report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 2 years post implantation due to pain and migration of the stem component. The stem was removed and replaced with competitor product. The cup was fixed but the liner was removed to convert to a dual mobility system. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies that related to the event were found. Root cause was unable to be determined. Radiographs identified the following: right total hip arthroplasty with findings suggestive of possible loosening including lucency at the tip of the femoral stem with cortical thickening in this region. Correlate clinically. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.